Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they had been fighting a little bit of fever, low grade. The patient reported that their bowels were soft and sticky, they were thinking because their appetite was different. The patient reported their bandage had come off so they had a friend come help them, covering it with a surgical bandage. The patient reported that they were still a little unsteady when they would get up, that their legs gave them issues. The patient stated ¿ouch, ouch,¿ while on the phone. The patient reported that it felt uncomfortable and thus the patient was advised to decrease it and it was noted the patient did not want to decrease the stimulation because it was already low enough. On (B)(6) 2020, the patient called support link and stated that they went to the clinic that day of the call and their lead had split apart or severed off so the device was off until they had the permanent implant. The patient also stated that their bandages had been falling off before as well. There were no further complications reported.